Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for less than 25 colony forming units (cfus) per 100 milliliters (ml) of the following indicator microorganisms; salmonella spp, citrobacter freundii, escherichia coli, enterobacter spp, klebsiella pneumoniae, hafnia spp, edwarsiella spp, serratia spp, proteus spp, morganella morganii, providencia spp, yersinia spp, shigella sp., enterococci, pseudomonas aeruginosa and other pseudomonas, stenotrophomonas maltophilia. Acinetobacter sp., staphylococcus aureus. Candida sp and filamentous champignons. The suction channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The result of culture test which was performed in the third-party labs: sampling date: (B)(6) 2024. Sampling from: suction channel cfu: 25cfu/86ml bacterial identification: unk (microorganisms revivable) the result of culture test which was performed in the third-party labs olympus asked. Sampling date: (B)(6) 2024 sampling from: all channel cfu: <1 cfu/endoscope bacterial identification: no detection. On 19mar2024 the third-party labs were asked to perform culture test, which resulted in negative. No bacteria reported by the user were detected in culture test performed by the third-party labs. The device was evaluated where no additional potential adverse event was noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause could not be determined, but it is likely the bacteria was found due to improper reprocessing. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.